Event description:
It was reported the customer had no delivery alarms for five days. The customer stated they had changed their infusion set twice, but the alarm persists. Customer stated the alarm would occur during the manual prime process. The customer also reported experiencing a high blood glucose of 412 mg/dl. The customer has reverted back to manual injections. Customer also believed the alarm was caused by their reservoir. No additional information provided.

Manufacturer narrative:
Analysis not required for sealed reservoirs due to reservoirs being expired.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.